Manufacturer narrative:
Method: risk assessment. Results: the reported event was confirmed via radiographic images provided by the sales rep. No lot number was provided therefore manufacturing history review could not be performed. Conclusion: the angle or the quality of the radiographic images may likely have contributed to the markers not being visible. Without the x-ray or CT scan images we are unable to determine the root cause of this event conclusively.

Event description:
It was reported that: stryker sales staff reported via email: the surgeon could not identify the position of plif cage with c-arm after he inserted this implant for his patient. When he took radiographic images of the cage, after he inserted this implant into his patient's lumbar spine, he could not see radiopaque markers of plif cage on c-arm screen. Stryker sales agent reported that "the surgeon couldn't find the x-ray because this patient left hospital. However, photographs of x-ray with c-arm after the patient was inserted the cage and after the completion of the surgery are available. There wasn't replacement of implant to replace the inserted implant because there wasn't another implant with size same to replace."

Event description:
It was reported that; stryker sales staff reported via email: the surgeon could not identify the position of plif cage with c-arm after he inserted this implant for his patient. When he took radiographic images of the cage, after he inserted this implant into his patient's lumbar spine, he could not see radiopaque markers of plif cage on c-arm screen. Stryker sales agent reported that "the surgeon couldn't find the x-ray because this patient left hospital. However, photographs of x-ray with c-arm after the patient was inserted the cage and after the completion of the surgery are available. There wasn't replacement of implant to replace the inserted implant because there wasn't another implant with size same to replace."